Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to noise. During the procedure the physician noticed several insulation breaks. This lead was successfully replaced. No additional adverse patient effects were reported.